Event description:
Per the patient¿s daughter, the patient had back surgery in october and since then had had ¿different issues¿. While visiting over christmas, the patient was lethargic and sleepy, so they took her to the ER (emergency room) where they diagnosed her with dehydration. They hydrated her and the fluid went to her lungs. The patient had 81% fluid on her lungs and they intubated her; ¿she came out of that¿. While she was intubated, they ran more tests. The echocardiogram showed her heart function was down to 25% and they attributed her lethargy to too much morphine since she was getting older and her body was not able to metabolize it; ¿her heart function was super low¿. The patient was critically ill and was in the ICU (intensive care unit). While the patient was in the ICU, the pump dose was lowered. The patient recovered and was then in a rehab center trying to get stronger. As of (B)(6) 2015, the patient was in a rehab facility and the patient¿s daughter was wondering when the pump would need to be refilled as the patient was not able to travel back home to have the pump refilled and they didn¿t want her to go into withdrawal. She had called the patient¿s hcp (healthcare professional), but the office didn¿t have the printout from when the dose was lowered while the patient was in the ICU. It was suggested that the patient¿s daughter contact the hcp that requested the lowering of the pump dose. On (B)(6) 2015, the patient was doing much better every day; they just needed her heart to get stronger. They thought ¿taking her down on some of the medication will help her heart get stronger¿. It was determined that the low reservoir alarm date was (B)(6) 2015 at which time the pump would have 2 ml remaining. The reservoir volume on (B)(6) 2014 was 4.5 ml. The patient¿s pump managing physician was working on getting the patient¿s pump refilled at the rehab center. The device system was delivering morphine and bupivacaine.

Event description:
The pump dose was lowered around christmas. No diagnostics were performed on the pump and no further actions were taken. There were no reported device issues. There was a history of adjusting the dosages due to what this reporter thought had to do with the patient¿s breathing; months prior to this event, the pump had been turned down. The pump refill had been arranged, but this reporter was not sure if the pump refill occurred. It was thought that the patient was doing alright.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).